Manufacturer narrative:
Result of investigation:the investigation using the retained sample reveals that it is normal for the plastic connector to detach from the mask. The 2 parts are assembled without glue, so they can be separated when needed. However, with no feedback from the customer, sample, or photo, neither the reported failure nor root cause can be confirmed. No corrective/preventive actions have been indicated by the manufacturer at this time.

Manufacturer narrative:
Vyaire medical was unable to verify the customer's reported issue. The sample device has been discarded and not available for analysis. Additionally, there was no provided photo. Since the lot number of the product involved in the incident could not be provided by the customer, the device history record could not be reviewed and no investigation can be performed and the defect could not be confirmed. Therefore, root cause of failure could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the non invasive ventilation (niv) non- vented full face mask without anti- asphyxiation valve (small) connector detached from the main body of the masks, while connected to a patient. There was no harm reported.